Event description:
It was reported that the patient implanted with this electrode presented to with the sensation of something protruding under the skin above the xyphoid incision. X-rays were performed which showed the electrode was between the sternum and the device. A revision procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(4) captures the reportable event of surgery.